Manufacturer narrative:
E1: reporting institution phone#(B)(6). A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer was provided a quote for a speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating there was a speaker fault. It is unknown if the device could produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.